Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had to have their pump removed due to several problems. No further information was provided. The patient had nothing but problems with pain since. The medication delivered via the pump was unknown. This was posted in an online forum; follow up was not possible. If additional information becomes available, the event will be updated.

Event description:
It was reported the patient had to have their pump removed due to several problems. No further information was provided. The medication delivered via the pump was unknown. This was posted in an online forum; follow up was not possible. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter (B)(4).